Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A surgeon reported that upon implantation of an intraocular lens (iol), he noticed 2 abrasions in the iol, one of which was at or near the axis. On two consecutive postoperative follow ups, the patient complained of distorted letters and images on the operated eye. Surgeon is planning a lens exchange. Additional information was requested.